Event description:
Employee was in a patient's room and the work phone fell on the ground. After about a minute of it being on the ground there was a loud "firecracker sound" and the phone started smoking. She kicked the phone out into the hallway and another employee grabbed a fire extinguisher and sprayed the phone. A third employee called 1212 "fire" code. The phone stopped smoking after using the fire extinguisher. Security responded to the code. The employees utilized race (rescue, alarm, confine, extinguish/evacuate) and pass (pull, aim, squeeze, sweep) protocol as well as communicated with security, nurse supervisor, facilities and the fire department. Mis (medical information system) picked up burnt phone to be investigated. No injury to patients, or employees.